Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the rectal malignancy during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. It was noted that no stages of deployment were felt. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the bushing. Additionally, the catheter was kinked and unraveled close to the handle section. Microscope examination was performed and it was noted under high magnification that the clip wings were inside of the capsule windows. The capsule tabs were damaged, the yoke was detached from the control wire and clip arms were misaligned. There were hits found on the bushing hooks and the bushing tabs were rounded. Dimensional analysis was performed on the bushing outer diameter and it was noted to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and b were found to be out of specification, confirming the deployment failure. A further dimensional analysis was also performed on the bushing tabs, and both sides had different measurement. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the rectal malignancy during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. It was noted that no stages of deployment were felt. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.